Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed acute renal failure post implant and was placed on continuous veno-venous hemofiltration (cvvh). In addition, the patient was reintubated on (B)(6) 2018 due to aspiration from a bloody nose on (B)(6) 2018. The site reported that blood was found in the patient¿s stool on (B)(6) 2018 and the patient required a colonoscopy. The source of the bleed was located, a clip was placed, and the patient¿s anticoagulant was decreased. It was noted that the patient¿s left side appeared to be flaccid on (B)(6) 2018. Computerized tomography (CT) revealed a small stroke in the right frontal lobe. The patient¿s status continued to decline and palliative care was placed on consult. The patient¿s family decided to withdraw care on (B)(6) 2018. It was further reported that the patient subsequently expired.